Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance during routine testing. The daily trend showed occasional spikes in impedance measurements but overall the readings were normal and stable. All other measured data was satisfactory and the real-time electrogram (egm) did not show evidence of noise. There were no arrhythmias logged. The issue was highlighted with the physician who opted to continue monitoring the performance of the rv lead and reschedule another device check in approximately three months. No adverse patient effects were reported. This rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).